Event description:
The customer reported a clear liquid leak found below the front left side of coulter lh 780 hematology analyzer. The leak was not contained within the instrument, and had spilled below the instrument onto the counter. The leak spilled one to two milliliters of diluent every few samples. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found a hole in the brown stripe tubing that goes through a single pinch valve from the backwash manifold. There was only diluent and no blood involved in the leak. The tubing was replaced and a few samples were run with no further leaking observed. The instrument was returned into service after completion of repairs. The failure mode of this event was a hole in the brown stripe tubing that goes through a single pinch valve from the backwash manifold. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).